Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman flx laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device being implanted in the laa of the patient. There were no reported complications that occurred. The patient had their 45 follow up imaging procedure and the imaging showed that there was a device related thrombus. The patient was on no anticoagulation therapy and will now be put on a coumadin and aspirin regiment. The patient will come back in 6 weeks for a repeat imaging procedure.

Manufacturer narrative:
The event date was not reported the aware date was used as an estimate.